Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported by the account that the device was not prepped (air aspirated) outside of the anatomy. It should be noted that the peripheral dilatation catheters (pdc), viatrac 14 plus, global, instruction for use (IFU) states to perform air aspiration prior to use of the device. In this case, it is unknown if the reported violation of the IFU caused or contributed to the complaint. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous and moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017, failure to follow steps / instructions.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, moderately tortuous internal carotid artery that is 85% stenosed. A 5x30mm viatrac plus balloon dilatation catheter (bdc) was not prepared outside the anatomy prior to use. The viatrac plus bdc was traversed over a barewire guidewire to the lesion. Once at the lesion, the viatrac plus bdc was inflated to 10 atmospheres; however, ruptured during the first inflation. A new viatrac plus bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.